Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not holding its charge when unplugged from the wall. There was no patient present during this event.

Manufacturer narrative:
The uninterruptible power supply (ups) for the navigation system was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The batteries for the ups were returned to the manufacturer for evaluation. Testing found that the unit powered down immediately after being fully charged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: UDI and manufacture date received.